Event description:
It was reported during the implant attempt - high impedance of >3000 ohms when device connected to leads. However, impedance normal when measured with psa. Blood ingression noted in the connector. Surface damaged on the ventricular and atrial grommets was observed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed grommet damage and the setscrew was loose/detached.